Event description:
During insertion of the catheter over the wire, the tip of the catheter separated and got caught within a side branch of the femoral artery. The report received from european operations indicated that, during insertion of the catheter over the guidewire, the tip of the catheter separated and got caught within a side branch of the femoral artery. Via the left femoral access, the tip was retrieved utilizing a goose neck snare without pt injury or complications.